Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. Initial reporter: (B)(6).

Event description:
It was reported that the device had a bent comb. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.

Event description:
It has been reported that the comb was bent. The device would ¿chew up the skin graft on one side. It would bunch together." The event occurred during surgery and there was a 15 minute delay to the procedure, though no harm/injury to the patient or operator was reported.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that the comb was bent. The customer returned a skin graft mesher device, serial number (B)(6) , for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6) , for evaluation. Product review of the skin graft mesher on january 7, 2020 revealed that the comb was bent. The pretest calibration and sample mesh could not be taken due to the damaged comb. The 1.5:1 ratio cutter, serial number 1510282 produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 7, 2020 which included replacement of the comb and screw. Skin graft mesher, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher had a damaged comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb and screw were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.